Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported through an attorney, as a result of a legal claim, please be aware that this office has been retained to represent the following individual in relation to claims for personal injury resulting form the implantation of stryker's recalled rejuvenate or abgg ii hip device.